Manufacturer narrative:
The device was received for evaluation. Visual inspection noted a loose blue pull cap separated from the transfer set inside an unopened pouch. The reported issue was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring of a transfer set was loose. This issue occurred before the treatment and product was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.